Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they charged their implant but the stimulation was not turning on. Patient stated that usually when they charged the implant the stimulator comes back and they charged it last night but they still do not feel any stimulation going down to their back and legs. Patient was in the car and does not have any external devices with them. Agent advised patient to call back once external equipment is available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.